Event description:
Dome tilted. "When dome deployed, it was bent sharply over. When reached mid-point dome was bent and turned completely down. Dome did deploy, but bent sharply over. Dr used cobra sheath to help dome spring open. No other filter was deployed above this one. Dr felt filter would function properly."